Event description:
It was reported that after a prostatectomy da vinci procedure, the site noticed that the cables near the tip of the pk dissecting forceps instrument was broken. Intuitive surgical, inc. (Isi) contacted the reporter on (B)(4) 2014 and the reporter indicated that the broken cable did not fall into the patient. There was no patient harm, adverse outcome, or injury were reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's complaint. The instrument pitch cables were broken at the distal clevis hub. The broken cable segment that contains the crimp was installed in the clevis of the instrument. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. The complaint is being reported due to the broken cable near the tip of the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.